Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted abrasion of the insulation approximately 19 centimeters (cm) from the terminal pin. Analysis noted that the abrasion was consistent with lead on can contact. Analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.